Event description:
The pt is reportedly experiencing intermittencies with her internal device. External equipment has been exchanged and programming adjustments were attempted however, this did not resolve the issue. The pt's device was explanted. Pt was re-implanted with another advanced bionics device.